Event description:
Complainant alleged that the device displayed a "pacer fault 117" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
This follow-up medwatch report is correcting information submitted on the follow-up medwatch report submitted on march 3, 2006. Please reference the amended data in section "h6". Section "h10" should have stated: the device was not returned to zoll. The suspect hv module was removed and returned. The malfunction was duplicated and attributed to a faulty mode relay on the hv module.